Event description:
A report was received that the patient was experiencing pain at the ipg site and a shocking sensation. X-rays confirmed that the device appeared normal. The physician believes the location of the ipg may be pressing on an area where the patient had a bone graft previously. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site and a shocking sensation. X-rays confirmed that the device appeared normal. The physician believes the location of the ipg may be pressing on an area where the patient had a bone graft previously. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not proceed with an explant procedure at this time.